Event description:
Patient underwent repair of tetralogy of fallot, dacron patch to ventricular septal defect, right ventricular outflow tract reconstruction with 23mm pulmonary homograft on 9/5/96. Homograft explanted 4/13/99 due to stenosis.